Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to open/close gripper actuation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and noted thick leaflets. During grasping of both leaflets, one gripper could not be lowered. The repeated raising and lowering of the grippers did not help; therefore, the cds was removed with the clip still attached. The cds was inspected after being removed and several tests were performed, finally the gripper would lower. Two clips were ultimately implanted and mr reduced to 1-2. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.